Manufacturer narrative:
(B)(4). The clip delivery system was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during preparation of the clip delivery system (cds), the lock line broke; if this were to reoccur in the anatomy, it has the potential to result in leaving a broken portion of the line in the patient and/or the need for additional intervention. It was reported that during preparation of the clip delivery system (cds), before the clip was attempted to be opened for the first time, the lock lever was retracted to unlock the clip. During retraction of the lever, the lock line ripped, and appeared to have separated inside the cds. There was 10 cm of the lock line was coming out of the distal part of the delivery catheter (dc) shaft. There was no patient involvement. A new cds was used without issue. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information provided to abbott vascular, analysis of the returned device, manufacturing records and complaint history for the reported lot were reviewed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no other incident reported from this lot. Returned device analysis confirmed there was a break in the lock line; the broken lock line ends were confirmed to be frayed, which indicates a break occurred due to tensile forces. It is possible that there were unintended curves on the steerable sleeve shaft (e.g. Holding the shaft such the shaft had a significant curve/bend) or the lock lever was retracted forcefully during preparation, resulting increase tension on the lock line such that the lock line broke due to tensile forces; however, this cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.